Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for analysis. However, photos were attached to the complaint record showing the detached coil including the burr, a stretched and partially torn sheath, and a stretched coil.

Event description:
It was reported that the burr was detached and was difficult to be removed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal anterior tibial artery (at). A pi rotapro 1.50mm burr-advancer was selected for lower extremity angiogram. During the procedure, the burr advanced well initially, but resistance was encountered when advancing the whole clear catheter due to residual calcium. After smoothing the area, the catheter was advanced further again. While treating a new segment, the catheter stalled. Dynaglide was initiated to withdraw the catheter, but it would not retract proximally, only distally. With the wire clamped outside the body, the physician applied force to remove the whole catheter, resulting in a sudden release. The catheter was removed, but the distal 5cm of the metal tube with the burr had snapped. The clear catheter showed severe necking, appearing nearly separated in the middle. The procedure was completed with a different device. There was no patient complications, and the patient was stable after the procedure.

Event description:
It was reported that the burr was detached and was difficult to be removed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal anterior tibial artery (at). A pi rotapro 1.50mm burr-advancer was selected for lower extremity angiogram. During the procedure, the burr advanced well initially, but resistance was encountered when advancing the whole clear catheter due to residual calcium. After smoothing the area, the catheter was advanced further again. While treating a new segment, the catheter stalled. Dynaglide was initiated to withdraw the catheter, but it would not retract proximally, only distally. With the wire clamped outside the body, the physician applied force to remove the whole catheter, resulting in a sudden release. The catheter was removed, but the distal 5cm of the metal tube with the burr had snapped. The clear catheter showed severe necking, appearing nearly separated in the middle. The procedure was completed with a different device. There was no patient complications, and the patient was stable after the procedure.